Event description:
A peritoneal dialysis nurse manager reported a patient was readmitted to the hospital on (B)(6) 2015 for malaise, fatigue and syncope. The patient is currently in the hospital undergoing treatment. No further details were provided.

Manufacturer narrative:
The post market surveillance department reviewed the patient's medical records and the clinical investigation reveals the following. Based on the 37 pages of medical records information it appears that this patient was hospitalized on (B)(6) 2015 with recurrent lethargy and malaise. There was no mention of any issues with the cycler. There are no dialysis treatment sheets from this time period for review. Medical records do not contain any progress notes, hospital dialysis treatment records, physician orders, lab or diagnostic tests or medication records for review. There is no documentation in the medical cord that indicates there was a causal relationship between the patient's liberty cycler and the reported event. The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specification.

Event description:
The following is from the patient's medical records provided by the treatment facility: patient is a (B)(6) male patient who presented at the hospital on (B)(6) 2015 with increasing weakness and fatigue over the past few weeks. The patient was diagnosed with weakness, syncope, end stage renal disease, atrial fibrillation and hypertension and admitted into the hospital. Patient was discharged on (B)(6) 2015. The patient was re-admitted on the same day due to hyperkalemia, metabolic acidosis and significant uremia. The patient was treated and his hyperkalemia and metabolic acidosis improved. Patient was discharged on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant investigation.